Manufacturer narrative:
It is unknown which lead had migrated, so both leads are being reported.

Event description:
Related manufacturer reference number: 1627487-2021-14823 it was reported that the physician explanted and replaced the patient's leads. Therapy was restored following the procedure.

Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. As received, the octrode leads showed compression mark on the outer tubing. Setscrew marks were present on insertion band, which indicated the lead was secured. No root cause was identified for reported event.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. X-rays revealed that one of the patient's leads had migrated. Surgical intervention is anticipated.